Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 corrected data: d4: lot number. D9: device received date. H4: device manufacture date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the vet tplo pl 3.5 broad r 4ho. A dimensional inspection was performed for the vet tplo pl 3.5 broad r 4ho and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the vet tplo pl 3.5 broad r 4ho was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - vet tplo-pl 3.5 breit re 4lo vp4402.r4 rev. F (current) / rev. C (manufactured) dimensional inspection: conical threaded holes: -specified dimensions: -measured dimensions proximal threaded holes: -specified dimensions: -measured dimensions: device used: mitutoyo digimatic caliper serial no. (B)(6), calibration ID: (B)(4). H4, h6 manufacturing location: monument, manufacturing date: 19-mar-2021, part number: vp4402.r4 ¿ 3.5mm broad tpld plate/right 4 holes, lot number: 97p0577. Production order traveler met all inspection acceptance criteria. Inspection sheet, ns065710 rev g met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: lmd rev a and lppf were not included in the DHR and could not be reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿unable to thread a locking screw into the hole¿ does not indicate breakage of the plate. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary procedure on (B)(6) 2023, the surgeon was unable to thread a locking screw into the hole of a tibial plateau leveling osteotomy (tplo) plate. A different plate was used instead. Procedure was completed with no delay. This report is for a 3.5mm broad tplo plate/right 4 holes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4, g4 - 510k: device is a veterinary product. No patient information will be reported. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.